Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 30 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.